Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jun-2023. H6: investigation summary: eleven samples and three photos were received by bd for evaluation. A quality engineer was able to review the samples and photos of syringe 5ml ll bns from lot #2224563 regarding item #301027 with the reported complaint of ¿luer cracked / damaged / deformed¿. The defect identified in the pictures and confirmed from the samples received is a void in the barrel per qc701500. This defect occurs in the molding process. Eleven samples were inspected and all showed voids in the same location. It was confirmed from the samples received that there are no repeating cavities affected. The probable root cause for this defect is a clogged tip causing insufficient resin flow into the molding cavities. A review of the device history record was completed for batch #2224563. All inspections and challenges were performed per applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that 5600 bd® syringe 5 ml ll bulk non-sterile luer tip was deformed. The following information was provided by the initial reporter: on 2023-04-03 during production of 5 ml syringes, operators has noticed dents on the syringe cone connector, we have separated four cartons of 1400 pcs. With this defect. The same day, employees informed production manager and quality controller about this situation.

Event description:
It was reported that 5600 bd® syringe 5 ml ll bulk non-sterile luer tip was deformed. The following information was provided by the initial reporter: on (B)(6) 2023 during production of 5 ml syringes, operators has noticed dents on the syringe cone connector, we have separated four cartons of 1400 pcs. With this defect. The same day, employees informed production manager and quality controller about this situation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.